Manufacturer narrative:
There was resistance felt during delivery of a 4.0x18 palmaz genesis stent delivery system (sds) on an amia percutaneous transluminal angioplasty (pta) balloon catheter and it was confirmed that the distal tip was separated. The tip separation occurred outside of the patient and it was retrieved over the guidewire. The patient was fine. The separated tip was removed from the patient and the stent was deployed without the distal tip. The procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A guidewire was advanced and a palmaz genesis stent was inserted when there was resistance. The patient¿s information was unknown. The product was stored, handled, inspected and prepped according to the instructions for use. Access was via the femoral artery. A chevalier floppy guidewire was used. There was no unusual force used at any time during the procedure. Resistance was felt during the device was advanced outside of the vessel. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. A procedural cd is not available for review.the product was returned for analysis. One non-sterile unit of amiia genesis 4.0x18 142cm sds was returned along with two unknown components. Per visual analysis the balloon had been inflated and deflated and the stent deployed. The stent was not returned for analysis. The distal tip of the balloon device was not returned for analysis. The body of the device was noted to be kinked at 17.2cm, at 44.3cm, at 66.0cm and at 90.1cm from the ID band. Per microscopic analysis evidence of elongation was found at the separated area. Per sem analysis the separated areas revealed material deformation, which is evidence of elongations and transference of tip material. The elongations noted suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. No other issues were noted during sem analysis. Dimensional analysis could not be performed due to the tip was separated and it was not returned for analysis. Per functional analysis the 0.014 guide wire went through the guide wire lumen with no resistance/friction felt. A product history record (phr) review of lot 17402380 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿distal tip - separated - in-patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted on the separated surfaces likely caused by excessive force, during analysis. The reported ¿guidewire lumen - resistance/friction¿ was not confirmed since during the functional analysis the wire went through the wire lumen of unit with no resistance fiction felt. The exact cause of the event could not be determined during analysis. It is not recommended to use this device in the patient when damage has already become apparent to the operator. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Part twoshould any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for analysis and the engineering report is pending. The distal end was broken and included when received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The engineering report and additional procedural details requested will be submitted within 30 days upon receipt.

Event description:
There was resistance felt during delivery of a 4.0x18 palmaz genesis stent delivery system (sds) on an amia percutaneous transluminal angioplasty (pta) balloon catheter and it was confirmed that the distal tip was separated. The separated tip was removed from the patient and the stent was deployed without the distal tip. The procedure was completed successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. A guidewire was advanced and a palmaz genesis stent was inserted when there was resistance. The patient¿s information was unknown.